Event description:
The customer reported a false negative reaction of one patient sample with erytypecell a1 on erytype s abd+rev. A1, b in tango optimo. The patient was expected to have bloodgroup o. The customer has returned the patient sample that had caused the false negative test result and the supposedly defective product was returned, too. Upon arrival in our quality control laboratory, the supposedly defective product had been drained. Our quality control laboratory therefore is still testing the patient sample with the retained sample of erytypecell a1&b. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative reaction of one patient sample with erytypecell a1 on erytype s abd+rev. A1, b in tango optimo. The patient was expected to have bloodgroup o. The customer has returned the patient sample that had caused the false negative test result and the supposedly defective product was returned, too. Upon arrival in our quality control laboratory, the supposedly defective product had been drained. Our quality control laboratory therefore tested the patient sample with the retained sample of erytype a1,b and yielded a negative reaction. The customer provided us with information that the patient is a four months old baby. The package insert contains the note that 'generally, newborns and young babies do not show test reaction due to missing isoagglutinins. Isoagglutinins may also be absent in elderly patients.' Testing by our quality control laboratory confirmed the allegedly defective lot of erytypecell a1&b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our final report on this incident.